Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (site/set/cart issue) issue. It was alleged that there was moisture inside the sealed cartridge. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/14/2016 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A force test, fill test, and leak test were performed and no failures were observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. .